Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Four days after implant of the pump, the patient went into the clinic and reported having a headache. The patient was diagnosed with a cerebrospinal fluid (csf) leak related to the procedure. The severity was considered mild, which indicated that the adverse event had not, in a significant manner, interfered with the patient¿s normal functioning level. In response, the patient was given intravenous (IV) fluids and received an epidural blood patch. As of that day, the event was considered ongoing. The device system was being used to deliver dilaudid and bupivacaine. The outcome of the event had yet to be reported. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported a resolution date of (B)(6) 2014. The patient outcome was resolved without sequelae.

Manufacturer narrative:
Analysis identified that the following drugs were programmed for use in the pump: dilaudid, bupivacaine, clonidine, and ketamine. (B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found fluid path/reservoir access issues due to residue, during or after internal decontamination. Pump logs showed no motor stalls, motor stall recoveries, or other errors. Pump passed all non -destructive testing. During the internal decontamination process, difficulty was encountered. The fluid path was destructively analyzed and residue was found in the fill port. Analysis of the catheter serial number (B)(4) found acceptable testing, catheter incomplete/returned in segments. Interrogation of the pump determined it was used to infuse dilaudid (concentration 2.0 mg/ml, daily dose 1.2516 mg/day), bupivacaine (concentration 30.0 mg/ml, daily dose 18.775 mg/day), clonidine (concentration 200.0 ug/ml, daily dose 125.16 ug/day) and ketamine (concentration 200.0 ug/ml, daily dose 125.16 ug/day).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Device returned to the manufacturer with no information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.